Event description:
It was reported that the pt complained of pain and hip was revised. According to the surgeon, soft tissue inflammation was found in and around the joint capsule.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2012-01296.